Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed medial to a2/p2. While establishing final arm angle (efaa) the mr become more evident and it was noted that the clip continuously opened to about 25-30 degrees. The cds was removed from the patient and exchanged. A xtw clip was successfully implanted, reducing the final mr to a grade of 1+. There was a reported delay in the procedure; however, the delay did not result in any adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received stating that the procedure was complete with 2 implanted mitraclips reducing the final mr to a grade of 1+.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported clip opening during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.